Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a swelling began on (B)(6) 2014, around the right side internal device and that the patient was experiencing a decrease in hearing understanding progressing throughout the day. At this time he could not wear his processor and the site was sensitive to the touch. No trauma has been reported before the swelling was observed, through shortly afterwards the patient suffered an impact to head against a door frame. Patient has had a sinus infection for the past month and has received two courses of antibiotics. As per additional information received on (B)(6) 2014, the patient was seen by the audiologist and no swelling or hematoma was present. Patient stated he still could not wear his external equipment as it caused pain. Programming was attempted, however as soon as patient could hear stimulation he would wince and take the coil off his head. Patient reported that the stimulation was uncomfortable and he did not want to proceed. This was attempted on all active electrodes (1-8) with the same result. The channels 9-12 have been turned off since initial stimulation due to being extra cochlear. Clinic is planning to re-implant the patient but is waiting for the decision of the family.